Manufacturer narrative:
Compromised force sensor system alarm during the prime/compromised force sensor system test at 4 lbs. And motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Motor passed motor test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump's piston was not working properly. It used to take around 16 to 18 units of insulin to fill the tubing but now it was taking around 9 units. The customer was experiencing high blood glucose levels and believed it was due to the insulin pump. Customer's blood glucose level was 170 mg/dl. The self-test and displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.